Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery and motor tests. No excessive "no delivery" alarm or motor error alarm noted. Device had scratched lcd window, cracked battery tube threads and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the device alarmed multiple motor error alarms and no delivery alarms. Customer's blood glucose was 470 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.